Event description:
It was reported that the patient wasn't getting the expected effect and limited by side effects. The electrode was not perfectly placed as far as the healthcare provider (hcp) could see. The placement was a combination where pole 0 was at the top edge zi, pole 1 in ventral intermediate nucleus (vim), pole 2 was half in vim with lateral deviation and pole 3 between vim and ic. Shapelock was tried but to get enough effect, they also got side effects. The hcp wanted to activate 1a and 1c as negatives and be able to have e.g. Pole 2 (ring mode) as positive. Bipolar and monopolar configurations were reviewed.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that tests were performed on the demo but the physician will try in demo mode when the opportunity arises. The problem is that with 1a and 1c negative, a spread occurs laterally towards ci. The rep will attempt to use a positive pole to pull the field away from ci and more medially. To achieve a tremor-reducing effect, 1.5 ¿ 2.0 ma is needed per segment.